Event description:
(B)(4). The provider states this rental unit is alarming at 6806 hours. The provider states the unit was with a consumer when the issue occured and the end user had an alternate source of o2 to use when the issue occured (B)(4).